Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an unknown error message to replace the strip. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged error message first occurred on an unknown time. The reporter claimed the patient does not take medications to manage his diabetes and it is unclear if he made any changes to his usual diabetes management routine as a result of the alleged error message. On an unknown time after the issue began the reporter detailed that the patient developed the symptoms of ¿sweating¿. The reporter stated that the patient denied receiving any treatment. At the time of troubleshooting the cca noted that the issue was resolved after walking the patient through a retest. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury which suggests that the patient¿s condition may have deteriorated as a result of not being able to test their blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.